Event description:
It was reported that during a da vinci low anterior resection procedure, the staff reportedly observed the cable on the fenestrated bipolar forceps instrument had slack. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one pair of grip cables was loose, but not visibly broken at the wrist. One grip input spun freely without corresponding output motion at the distal end, indicating a failure at the backend. The instrument housing was removed to find one grip cable broken near the clamping pulley cable groove. The clamping pulleys exhibited white residue around the cable grooves. The other backend cables were not damaged. Failure analysis investigation also found the instrument's main tube appeared to have stripped epoxy coating layer, thereby exposing the fiberglass layer underneath the epoxy layer. The damage was observed along the entire length of the main tube. The cause of the damage was likely due to improper cleaning. There was no other damage found. The reprocessing instructions under cleaning, disinfection and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the grip cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.